Event description:
The customer alleged low blood glucose readings when testing with her contour ts meter. While troubleshooting, she performed control tests and received a result of 28 mg/dl. The normal control range was 101-139 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.